Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was emitting smoke.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: e-25 error and smells like a burnt pub when it is on and being used. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause: color balancing failure. Restart recommended. Power off the console and wait 15 seconds before restarting. Advise to recalibrate the light source unit.

Event description:
It was reported that the device was emitting smoke.